Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported hyperglycemia and elevated ketones were treated with an IV insulin drip, ems/ambulance/ER visit, and vomiting was treated with an emergency room visit. The event involved products mmt-1780kpk, mmt-332a, and mmt-442aj. Troubleshooting was partially performed, and it was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for mmt-442aj.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the ss event date of 06-mar-2025 and customer's event date of 07-mar-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 06-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 29.675 u and dailytotalofbolusinsulindelivered = 3.1 u which is equal to the dailytotalofallinsulindelivered = 32.775 u. All bolus/basal were delivered in auto mode/manual mode. On the customer's event date of 07-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 29.675 u and dailytotalofbolusinsulindelivered = 15.6 u which is equal to the dailytotalofallinsulindelivered = 45.275 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date of 06-mar-2025 and customer's event date of 07-mar-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.65 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.